Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Treatment of a supracondylar femur fracture supracondylar fracture was done. The distal 2 hole of t2scn long nail was inserted and two screws were implanted on the distal side. Attempted to insert the 4.2mm drill into another hole on distal of 2scn long nail, it was broken the tip of drill. The broken part was removed by a kocher. The another drill was used, however it couldn't insert into the hole again.